Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulse select catheter, a catheter array inversion occurred. The catheter got inverted before the end of the case while the physician was attempting to ablate the right inferior pulmonary vein, resulting in a knot being tied as the physician tried to withdraw the catheter. The physician managed to force the catheter into the sheath, but some insulating material on the array was damaged by friction. The catheter was replaced, and the case was completed without any consequences for the patient. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012560556 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, electrode #1 was observed to be crushed/damaged, an exposed electrode wire was observed, an inverted array was observed, the spiral array pebax tube was observed to be kinked and the proximal end of nitinol array wire was observed to be dislodged from dual lumen. During catheter identification and ablation, the pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity test did not reveal any anomalies. In conclusion, the reported issue was confirmed through analysis. The loop catheter failed the returned product inspection due to the following: the spiral array was observed to be an inverted. An electrode wire on spiral array observed to be exposed. An exposed electrode wire on spiral array was observed. The proximal end of nitinol array wire was observed to be dislodged from dual lumen in spiral array area. The spiral array pebax tube was observed to be kinked. Electrode(s) on the spiral array was observed to be crushed/deformed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.